Event description:
It was reported that bd needle sftygld 25x1 rb needle broke the following information was provided by the initial reporter: it was reported by customer that when applying safety device the needle broke off. Verbatim: complaint received via email(s) attached. (B)(4) - when applying safety device the needle broke off. ¿ how was treatment completed for customer? Another needle was used. ¿ when did the incident occur? (B)(6) 2024. ¿ please confirm whether there was any patient impact. No patient impact. ¿ did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. No delay or impact occurred, a different needle was used. ¿ any photo available for investigation? Yes. If yes, are you able to provide the address of the facility for us to ship the return label? (B)(6). ¿ can you please provide more details and describe how the product is damaged. When applying safety mechanism, the needle broke off.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two photos were received by bd. A quality engineer was able to examine the photos from batch 3264808 regarding item 305916. The photos show a needle assembly with the safety mechanism activated. The needle is out of the needle hub. No other defect or imperfection was observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no physical sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3264808 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.